Manufacturer narrative:
H10: the field service engineer (fse) confirmed the issue and the power management printed circuit board assembly (pm pcba) was replaced to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that battery is not charging and cooling fan is cycling on and off. The system was not in clinical use; there was no reported harm to patient/user. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse advised customer to check and confirm if the device power supplies are operating within specification. The customer reported that power supplies on the power management board are all within specification but the battery voltage is 13.7 volts. With the ref. Of service manual page 41, the rse advised the customer to trickle charge when batteries become depleted. However, the biomed reported that battery percentage was low even after charging the battery for 48 hours. The battery date is from november 2022. Per the service manual: the battery can become so discharged that it can only accept a trickle charge of approximately 10 to 100 ma. At this point the battery processor turns on the charger (and fan) every 4 seconds, then turns off the charger and fan after 2 seconds if charger current is insufficient. Once the battery voltage is above the internal circuit cutoff voltage, the battery can then accept the full charging current of 3.5 a. A seriously-depleted battery may require days of trickle-charging before it can again accept full charging current. The customer confirmed that battery is charging if swapped with another ventilator, also it was confirmed that if another battery connected to the device then charging was not happening. The rse provided parts ID for power management printed circuit board assembly (pm pcba).